Event description:
The patient reported that she had an elevated blood glucose reading of 684 mg/dl. She stated she was admitted to the hospital and diagnosed with ketoacidosis. She said her insulin infusion set tubing had been in use for 8 hours when she noticed it was "shredded" at the luer lock. The patient stated her doctor took her off of pump therapy then and she has been on insulin injections since that time. She stated she was unaware of the recall. The patient was informed of the recall and sent information regarding it. The patient said she had disposed of the tubing in use and she didn't have her infusion device with her to provide the serial number.

Manufacturer narrative:
No product will be returned for evaluation.